Manufacturer narrative:
A dislocation/ luxation was reported with a polarcup xlpe insert 22/43. The device in question was not sent back for investigation and a product evaluation could not be conducted. A review of the batch record revealed no deviations from the standard manufacturing process that could have contributed to the reported failure mode. A review of the complaint history revealed no other complaints for the batch in question. One other complaint with similar issue has been reported for the device. No supporting clinical documents were provided to conduct a thorough medical investigation. Therefore based on insufficient information, a thorough clinical assessment could not be performed. The stated failure mode could not be confirmed. The root cause of reported dislocation/ luxation cannot clearly be reproduced and stays undetermined. Based on available information the need for corrective action is not indicated. The complaint will be reopened should additional information be received. Smith and nephew will continue to monitor this device for similar issues.

Manufacturer narrative:
Additional information received by the manufacturer has identified that this event should be re-evaluated for MDR reporting. The new information states that the oxinium femoral head (71342208) was not investigated as it is a polarcup luxation (i.e. Between insert and shell and not insert and ball head) and could not have contributed to the reported failure mode, therefore, it was determined that this case does not meet the threshold for reporting and is a non-reportable event. If further details are provided confirming the occurrence of a reportable event, our files will be updated accordingly and a further report submitted outlining both the event details and our investigations performed. The polarcup xlpe insert 22/43 event has been reported in MDR 1020279-2019-01210.

Event description:
It was reported that this is 3rd revision of hip (previous product experience). Patient dislocated hip.